Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had a pump replacement on (B)(6) 2013. The patient¿s managing physician was unable to access the pump and suspected the pump was flipped. This was confirmed via x-ray on (B)(6) 2013. The pump was stopped on (B)(6) 2013 as the physician was not able to access the pump. The stopped pump may exceed tube set on (B)(6) 2013. The patient was taking oral medications. On (B)(6) 2013, the patient began feeling nauseated and experienced increased spasticity in the lower extremities. The pump was delivering lioresal 2000mcg/ml. Additional information has been requested but was not available at the time of the report.